Manufacturer narrative:
The reported event that a screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30mm was alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The most likely cause of the event is overtorque application during surgery, as suggested by the shape of the breakage. As indicated in our operative tecnique, it is important not to apply excessive torque during screwing, as it may cause damage to the screwdriver tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed: applying excessive torque during screwing may cause damage to the screw head and screwdriver tip'' the instruction for use (v15138 rev b systeme autofix non sterile lbl 0898) was reviewed: ''warning the operating surgeon and operating room team must be thoroughly familiar with the operating technique, as well as the range of implants and instruments to be applied. Prior to use, thoroughly read these instructions for use and become familiar with the surgical technique. Examine instruments for wear or damage before use. While rare, intra-operative instrument breakage may occur. Instruments that have experienced excessive use or force may be susceptible to breakage. The operating surgeon must have a thorough command of both the hands-on and conceptual aspects of the established operating techniques. Proper surgical performance of the implantation is the responsibility of the operating surgeon. The manufacturer is not responsible for any complications arising from incorrect diagnosis, choice of incorrect implant, incorrect operating techniques, the limitations of treatment methods or inadequate asepsis. The operating surgeon must be especially trained in orthopaedic surgery, biomechanical principles of the skeleton, and the relevant operating techniques. Intra-operative safety precautions prior to use, verify the integrity of the implants and instruments.'' No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the hospital sent a fax to the stryker (B)(6) customer service to report that three screwdrivers have fractured tip.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the hospital sent a fax to the stryker (B)(6) customer service to report that three screwdrivers have fractured tip.